Event description:
The complaint was reported as: complaint alleges: it was reported by hospital that the jaws broke during use. A little piece was recovered but the surgeon can't confirm that all the broken part have been recovered. The surgeon took another applier. Add'l info received stated that broke bits of the jaw fell into the pt. The surgeon recovered a little piece but he can't affirm he recovered all that fell. No pt injury reported.

Manufacturer narrative:
Device sample has not been received by MFR in time for this report.